Event description:
It was reported that the unit has a shaved tip.

Manufacturer narrative:
Upon receipt of the unit on (B)(4)-2012, it was observed that a small metal piece of the unit is missing and we are filing at this time. (B)(4). Add'l info will be provided once the investigation has been completed.